Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior and posterior repair and enterocele repair due to sui and vaginal vault prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, bleeding, and dyspareunia. It was reported that the patient underwent a mesh removal from vagina on (B)(6) 2012 concurrently with bilateral pararectal dissection, anterior and posterior colporrhaphy, colpoperineorrhaphy, removal of foreign material from the peritoneal cavity and closure of enterocele due to vaginal pain, dyspareunia, vaginal scarring and exposed mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04041. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, discomfort and urinary tract infections.